Event description:
It was reported that the patient had visible twitching/palpitations. It was further reported that the right ventricular (rv) lead had dislodged and had increased to high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.